Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 4.00mm promus premier stent was advanced to treat the lesion. However, the physician encountered friction while trying to pass the lesion and when the device was removed, it was noted that the struts at the proximal section had been lifted up. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the 1st and 5th proximal stent strut rows, stent struts were lifted and pulled in a distal direction. The undamaged section crimped stent maximum od (outer diameter) measurement was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issue with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 4.00mm promus premier¿ stent was advanced to treat the lesion. However, the physician encountered friction while trying to pass the lesion and when the device was removed, it was noted that the struts at the proximal section had been lifted up. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable.